Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing at the time of the peritonitis. It was reported that the patient was on hemodialysis at the time of this report, but it was additionally reported that the patient would have a replacement peritoneal dialysis catheter placed in the near future and would soon be back on peritoneal dialysis therapy. After twenty-five days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.